Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the device had visible air bubbles and excess air was pulled through the sheath during aspirations. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.